Manufacturer narrative:
This is one of two device reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced a sudden cardiac event and approximately 3 days later experienced another sudden cardiac event. Approximately 11 days after the first onset of events, the patient experienced another sudden cardiac event and expired on the next day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.